Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported surgical intervention may be pending to explant the system for an unknown reason. Additional information was requested but has not been obtained.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient / case information.